Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular (rv) lead. It was also reported that the rv lead had high impedance, oversensing with a high number of short interval counts (sic), had a visual insulation breach and was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is a part of that field action. Without the return of the device it is unknown if the lead acted in a manner consistent with the field action. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.